Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other complaints reported for difficult to open or close (gripper actuation). Based on the information available, a cause for the reported difficult to open or close cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), one of the gripper arms was not responding, it did not raise or lower. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.